Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the front casters are staying up in the air intermittently.